Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.9 inr): customer strips: qc 1: 3.2 inr, qc 2: 3.2 inr. Retention strips: qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4). At 5:00 pm the results from the meter were >8.0 inr, 1.0 inr, and >8.0 inr. There was no adverse event. The customer withheld his coumadin based on the meter result. The customer's condition was "stable". The customer's therapeutic range was 2.0 - 3.0 inr.